Manufacturer narrative:
Film evaluation summary: the reported inaccurate placement of the stent graft leading to coverage of the renal arteries could not be assessed on the films provided; therefore the cause of the event could not be determined. Lack of post-implant CT¿s or procedural angiograms did not allow for a thorough analysis of the event. It is possible that the patient's preexisting condition i.e. Dic and the thrombus observed around the aortic neck may have been a factor in the reported event, but this could not be confirmed. The cause of the patient's death could not be determined also from the films provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurat aui stent graft was implanted during an endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported during the index procedure that after the deployment of the aui graft and an endurant limb the final angiography showed the aui device was approximately 2cm higher than the intended landing zone below the renals and the device was now covering the both renal arteries. The physician elected to open the patient and partially explant the graft covering the renal arteries and sew a graft from the renal to the right iliac artery. One day post the index procedure it was reported the patient expired. As per the physician the cause of the inaccurate delivery and occlusion could not be determined. The cause of death was related to dic. No additional clinical sequalae was provided and the patient has expired.